Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation of the returned generator confirmed the reported event. During evaluation burnt components on the rf controller pca sin were noted and replaced. Test functions were then performed and all tests passed.

Event description:
This procedure was performed in (B)(6). Customer stated that the screen display went black while the operator pressed the radiofrequency generator button to record ablation time. At the same time, plastic burning smell was emitted from the bottom of the generator. No patient harm.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).